Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective 180-degree video cable connector/video-jacket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that during reprocessing for use in an unknown diagnostic procedure, the evis exera ii video system center, while being used with the choledocho videoscope, experienced having no image after being connected to the scope. The patient was not under sedation, and the procedure was completed with the same device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective 180-degree video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.